Event description:
Home patient (hp) reported a system error 2240 when the pt line of homechoice set accidentally became disconnedted from transfer set during treatment drain phase. Hp discontinued treatment at time of the 2240 alarm. There was no pt injury nor medical intervention associated with this incident per hp.